Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "e5 error message" could not be confirmed. The device passed all tests and no problem were observed. If add'l info becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from USA stating that the device was reporting an e5 error message. The device was being used in surgery. There is no user injury reported. It is unk if surgical delay or medical intervention occurred. There is no add'l info provided.